Event description:
It was reported that during transport the console cover was dropped and got damaged. The cardiosave intra-aortic balloon pump (iabp) had a rapid helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the reported issue. The fse found the rear cover damaged, pushing in the handle assembly against the 300 psi check valve, breaking the valve. To fix the issue, the fse replaced the 300 psi check valve (0103-00-0634), the o-ring on the console helium connector (0354-00-0208), and the console cover. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during transport the console cover was dropped and got damaged. The cardiosave intra-aortic balloon pump (iabp) had a rapid helium leak. There was no patient involvement, and no adverse event reported.